Manufacturer narrative:
Additional information: the associated complaint device was not returned. It was reported that the patient underwent a right knee revision. There have been three unsuccessful attempts to obtain patient clinical/medical information, radiographs and device information. Due to the lack of information, a clinical assessment cannot be performed. No product information was provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due unspecified reasons.